Manufacturer narrative:
The investigation for the reported bleeding issue has been completed. The impella device was not received from the customer. The clinical details provided were sufficient to determine a root cause. The cause of the bleeding was a patient condition related resulting in an arterial bleed around the guidewire repositioning unit sheath or an arteriotomy hematoma. Best practices were followed, and no use related issue was reported. Includes large abdominal pannus resulting in the repo unit unable to reach the vessel. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 5.0 for mechanical circulatory support. During support, the patient experienced access site bleeding. The resolution for this issue was reported as surgically hemostasis (use of hemostatic agent). Survival outcome at explant noted the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.